Manufacturer narrative:
H6: the device was evaluated at the repair bench. It was stated that a speaker malfunction was present along with the bezel that is cracked and display was scratched up. The device was operational after repairs were completed. Replaced the speaker assembly, side bezel, and front display, calibrated nbp and tested all other parameters and connections to ensure that the device is operating correctly. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction inop. There was no audio. It is unknown if the device was in use on a patient at the time of the reported issue. There was no harm/injury reported.